Manufacturer narrative:
H.6. Investigation: the following 31g x 5mm pen needle samples along with seven photos were returned: three samples from lot no. 8346589, cat. No. 320129, visual examination was carried out and a bent non patient end of cannula was observed on all three samples. Two samples from lot no. 9022893, cat. No. 320129. Visual examination was carried out and a bent non patient end of cannula was observed on the two samples. Three samples were returned from lot no. 8282899, cat. No. 320129. Visual examination was carried out on the returned samples and a bent non patient end of cannula was observed on all three samples. Eight samples were returned from an unknown lot. No., cat. No. 320129. Visual examination was carried out on all returned samples and a bent non patient end of cannula was observed on seven samples. A bent patient end of cannula was observed on the remaining one sample. No indentation marks were observed on the hub. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Event description:
It was reported that during use of the bd pen ndl 31ga 5mm the patient could not inject properly. This occurred on 16 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from japanese to english: the patient complained s/he couldn't inject properly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9022893, medical device expiration date: 2024-01-31, device manufacture date: 2019-01-22, medical device lot #: 8282899, medical device expiration date: 2023-10-31, device manufacture date: 2018-10-09, medical device lot #: 8346589, medical device expiration date: 2023-12-31, device manufacture date: 2018-12-12, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pen ndl 31ga 5mm the patient could not inject properly. This occurred on 16 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: the patient complained s/he couldn't inject properly.